Event description:
Pt was revised to address poly wear.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were unavailable. The investigation could not draw any conclusions regarding the reported event without device examination. However, although not returned, it would not be unreasonable to find poly material wear after approx 13 yrs implanted. Based on the investigation, the need for corrective action is not indicated.